Event description:
Device malfunction: inaccurate delivery, unintended site. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure of a right internal carotid artery, the physician attempted to deploy the stent, however the stent jumped forward of the lesion, and was deployed in an unintended site. It was further noted that a second stent was placed in the internal carotid with a portion in the common carotid. There was no reported pt consequence. No additional info available.

Manufacturer narrative:
Study event. The lot history was reviewed and there are no non-conforming material reports associated with this lot number.